Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring aortic cutter did not fire when the surgeon depressed the activation button (activated but did not fire). Staff reported that the metal piece of the cutter's tube surrounding the needle appeared to be bent. The procedure was completed using a replacement device. There were no patient consequences.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4).